Event description:
It was reported that revision surgery was performed due to femoral neck fracture. Acetabular cup was retained.

Manufacturer narrative:
A bhr head (121142, 3804 obscured due to scratch, sn: (B)(4) was received for investigation following hip revision surgery for a femoral neck fracture. No lot numbers were provided and a matching lot number could not be found based on the obscured number on the bhr head. Hence, documentation review could not be completed. If more information is received, this investigation will be reopened. Visual inspection was carried out on the returned device. Fine scratches were observed on the bearing surface of the head under normal light. A wear patch on the bearing surface of the head was observed under diffused light. Wear analysis was performed to review linear wear on the bearing surface of the head. The wear images identified a wear patch on the bearing surface of the head. Maximum linear wear for the head was 677m. Based on historic wear data, after 15.5 years in vivo, the measured linear wear on this head is higher than the expected wear for a head in non-edge loaded smith and nephew large diameter metal-on-metal device. The available medical documents were reviewed. Without additional information about the patient, the surgeries and x-rays to assess the implant fixation and position, further investigation and description of the reported findings cannot be performed. However, edge loading cannot be concluded without the cup for analysis. It cannot be determined if the implant position could play a role in the higher wear than expected. It also cannot be determined if the position of the implants contributed to the reported femoral neck fracture. Based on this investigation the root cause of the reported revision could not be determined conclusively. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Devices have been retained at smith & nephew aurora, and are available for return if requested by the customer.

Event description:
Bhr neck of femur fracture and surgeon wanted to retain the acetabulum shell and convert the head to a stem and bhr dual mobility head.